Event description:
It was reported that during a da vinci-assisted surgical procedure, operating room (or) staff called in during the case to report an issue with bipolar energy. The caller stated they have no bipolar energy, and they have swapped the cable, but the issue remained. The technical support engineer (tse) reviewed the logs but found no related issue. Tse recommended a power cycle of the erbe but surgeon did not want to stop the case. The caller stated they will try to power cycle after the case and call ended. Fse to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and the remotefe could not confirm the fault occurred in the field. Visual inspection: (scratches on top cover. Heat sink is faded.) The unit energized and cauterized all instruments.